Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched. Field service engineer inspected reagent probe b assembly. The fse replaced the manifold valve to resolve the leak. (B)(4).

Event description:
The customer reported a leak from the reagent probe b on the unicel dxc 800 synchron system. The leak was contained to the instrument. The customer was wearing gloves and eye protection. No reports of injury or customer exposure. No reports of erroneous patient results generated.